Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2015. Mesh removal occurred on (B)(6) 2015. Patient's legal representative stated approximately 2 cm segment of mid-urethral sling which had completely eroded outside of the vaginal epithelium from the lateral aspect of the urethra to the other lateral aspect of the urethra with a completely underlying vaginal mucosa.